Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with 405cc mentor memorygel breast implants and experienced postoperative bilateral breast pain for the past five years. The patient reported sharp pains in her left breast and likened the pain to a heart attack symptom. However, the patient's physician confirmed that she did not have a heart attack. The patient also reported having a history of cancer. She was diagnosed with melanoma in 2001, and had a right breast mass removed in 2002. As a result of her symptoms, the patient underwent bilateral explantation on (B)(6) 2019. No device issue, such as rupture, was reported. This report is for the patient's right-sided device.